Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5 was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer, while on site, revealed that the four-height drawer was not detected on the bus. The pixie bus cable was reseated, and the station was rebooted, but the hardware did not recover successfully. Then the drawer controller board was replaced. The station was rebooted again, and the hardware successfully recovered. The system functioned as intended after the field service engineer repaired the device.